Event description:
It was reported pitocin was programmed to infuse at a rate of 2ml/hr manually via guardrails. However, clinician noted the medication went into free flow for a few seconds, twice. There was patient involvement however no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of free-flow during an infusion of pitocin is being attributed to the third party bezel found installed on the device. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. ¿ occluder spring functional tests observed the occluders and springs not performing as intended, letting air pass through a test administration set connected to a pressure system with the occluders not holding at the pressure test as expected. ¿ the suspect pump module was opened and a third-party bezel was observed. After temporarily replacing the bezel with a known good from the laboratory for testing purposes only. The occluder spring functional tests observed no issues and found the pump module working as intended. ¿ the review of the suspect pump module event log showed that on (B)(6) 2024 at 3:20 am, the module was powered on when attached to the concomitant pcu. ¿ at 2:24 pm, the device alarmed for safety clamp open for 2 seconds, indicating the administration set was installed. ¿ at 2:25 pm, the user selected the module and started a new infusion of pitocin with rate: 2ml/hr and volume to be infused (vtbi): 50ml. The device alarmed for safety clamp open for 2 seconds, indicating the door was closed. ¿ at 2:26 pm, the user restarted and paused the infusion. ¿ at 2:29 pm, the user channeled off the module. ¿ the pump module event log could not determine why the infusion that was programmed to infuse for 25 hours was terminated early after only infusing for approximately 1 minute. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the alaris system user manual (v12.1) notes: ¿ ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿ the alaris system user manual also provides information in regard to unapproved third-party parts. ¿ medical device safety alert07 feb 2022): use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaristm and alaristm devices, leading to device failure, patient injury, or even death. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6)(w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components or third party parts. Root cause: the root cause of the reported issue of free-flow during a pitocin infusion is being attributed to a defective third-party bezel that was found installed in the pump module. Note that this report lists imdrf annex a040502, c0601, d01, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pitocin was programmed to infuse at a rate of 2ml/hr manually via guardrails. However, clinician noted the medication went into free flow for a few seconds, twice. There was patient involvement however no harm.